Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 455 mg/dl and the insulin pump had compromised force sensor system alarm which occurred during infusion change. Customer stated that the drive support cap appeared to be normal. Customer stated insulin pump was not dropped. The insulin pump will be returned for analysis.